Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the device would not open proximally and a snare was used to remove it from the patient. No injury was reported with the patient as result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).